Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) was confirmed. Upon investigation the charger was unable to charge a battery pack. The charger was receiving a code 2. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.